Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿tight fit technique in primary hybrid total hip arthroplasty for patients with hip dysplasia¿ by hiroshi ito, md, et al, published by the journal of arthroplasty (2007), vol. 22, no. 1, pp. 57-64, was reviewed. The purpose of this study was to evaluate the intermediate-term follow-up results of the tight fit technique for patients with hip dysplasia and to investigate whether this technique resulted in a high failure rate. The study was conducted on 140 hybrid primary thas implanted between march 1987 and december 1997. The authors used both depuy and competitor products. Implanted depuy products: 22 duraloc cups with locking rings, polyethylene liners, and elite plus femoral stems and heads. The stems were cemented in place with competitor cement. The cups were secured with an unknown number of acetabular screws. Results: 1 complete revision of the cup, locking ring, screw, liner, head, and stem due to infection. 1 cup and liner were revised due to acetabular osteolysis. There was no reported product problem with the cup or liner. I locking ring and liner were revised due to disassociation of the liner from the locking ring. 3 liner and head revisions due to recurrent dislocations. 45 malpositioned stems were identified on progressive radiographic studies. There was no intervention required. The authors noted radiographically identified liner wear identified by progressive femoral head penetration. There were no patient consequences or interventions. Captured in this complaint: duraloc cup, screw, and stem: no reported product problems. Duraloc locking ring: implant disassociation. Liner: implant dislocation and implant disassociation. Femoral head: implant dislocation. Patient codes: infection, surgical intervention, medical device removal, osteolysis, and joint dislocation. Elite plus stem: implant malposition. Liner: implant bearing wear. Patient codes: no patient consequences, no clinical signs, symptoms, or patient involvement. "

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.